Event description:
It was reported to medtronic minimed that the customer was called back within 1 week of troubleshooting low battery/short battery life with the same issue. The customer reported no adverse event. The event involved product(s) mmt-1805. The customer is using an aa lithium battery as recommended. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1805 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 11-nov-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 11/09/2024 12:59:35.000, 11/09/2024 12:59:44.000. 11/09/2024 13:02:27.000 to 11/09/2024 13:33:03.000. 11/11/2024 10:58:43.000. Low battery alert was found on: 11/08/2024 15:57:00.000, 11/09/2024 13:01:00.000 to 11/09/2024 13:32:00.000, 11/11/2024 10:57:00.000, replace battery alert was found on: 11/09/2024 01:28:00.000, 11/09/2024 01:38:00.000, failed battery alert/battery failed alarm was found on: 11/09/2024 12:59:18.000, 11/09/2024 13:00:07.000 to 11/09/2024 13:28:14.000, replace battery now alarm was found on: 11/09/2024 01:59:00.000, 11/09/2024 02:09:00.000, power loss alarm was found on: 11/09/2024 13:00:16.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, replace battery alert/replace battery now alarm and power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Failed battery alert/battery failed alarm and low battery alert were unexpected. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 11/11/2024 10:57:00 faster than expected at 1.89 days. Battery cycle 2 received the lowbatteryalert (104) on 11/09/2024 13:32:00 faster than expected at 0.0 days. Battery cycle 3 received the lowbatteryalert (104) on 11/09/2024 13:30:00 faster than expected at 0.0 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Unexpected failed battery alert/battery failed alarm and low battery alert/charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. However, unexpected failed battery alert/battery failed alarm and low battery alert/charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1/pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.